Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement. Two unsuccessful attempts were made to reposition the active fixation lead. It was suspected that a clot had formed on the helix of the lead. A passive fixation lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received